Manufacturer narrative:
Maintenance records for the lift were not available for review; however, the end user's daughter stated that the lift had not been inspected or maintained recently. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness, and the casters should be inspected for smooth swivel and roll. The 9805 lift was manufactured in january 2014; therefore, the casters have exceeded their wear period of 3 years. The complainant was referred to a provider for assistance, and the provider replaced the lift. Multiple attempts were made to contact the provider requesting the return of the lift with the broken caster; however, at this time, a response has not been received. The complaint of the caster breaking and the lift tipping could not be verified, and the underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
The patient's daughter stated that one of the casters on the lift is broken. She stated that the her mother was in the lift and it began to tilt. The complainant's sister was assisting in the transfer and was able to catch their mother; however, they both sustained minor injuries. Her mother hit her head and her sister strained her left arm. They both went to the hospital for evaluation. Her mother had a knot on her head but the results of a CT of her head and spine were both negative. She was given ice for her head and was sent home. Her sister had minor swelling and was given prednisone and hydrocodone and was sent home.